Event description:
It was reported that the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.